Event description:
It was reported that in preparation for an interventional stenting procedure, package damage was observed. The express biliary 5.0 x 19 x 90 cm stent delivery system package "appeared to be perforated through the plastic". Product sterility was suspected to have been compromised. The device was not used on the pt. The procedure was completed with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.